Event description:
The powercross balloon ruptured during use in the sfa/popliteal. The surgeon had difficulty removing the powercross balloon and stated that it looked like a parachute which caused the balloon to hang up in the lesion during pullback. Eventually the surgeon tried to pull the balloon into the sheath. The powercross became stuck in the sheath and the balloon shaft started to elongate. The physician then decided to cut the balloon, and then pushed it into the common femoral for cut down removal. The patient went to surgery to have balloon removed and the surgeon performed bypass at the same time.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.